Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000522 2fuse 15a 250vfast. H3) onsite functional and visual examination was performed by a manufacturer representative. Both the fuses were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when they were moving the system after a case, the system started beeping and then the screen on the mobile view station (mvs) went black. When they plugged it back into the wall outlet, the mvs would not power back on.  There was no patient involvement.